Event description:
It was reported that the user announced meals to correct elevated blood glucose and subsequently experienced high glucose while using the ilet system; the agent educated the caregiver that repeated meal announcements can disrupt algorithmic dosing, and the user was disconnected and treated with a manual subcutaneous insulin injection. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education, as well as correction with a subcutaneous insulin pen. Investigation included technical review of reported use patterns and user education on appropriate operation. Investigation of this case revealed user-initiated meal announcements used as correction, which is inconsistent with intended use and can lead to algorithm interference and persistent hyperglycemia. It was concluded that the device functioned as designed and that user technique contributed to the event, with resolution through education and manual insulin correction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed